Manufacturer narrative:
The pump was received with no act button response due to corroded keypad traces. No button error alarm was noted during testing. Unable to perform the displacement test due to no button response. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer stated that the pump was completely submerged in pool water. Customer treated with a back-up insulin that she injected. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.